Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the doctor closed the ins site, after changing an ins out due to normal battery depletion, they found low impedances. Unipolar values were around 230 ohms and bipolar values were around 130 ohms. Technical services reviewed there may be a connection issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. It was reported the cause was unknown. The low impedance remain unresolved. The patient weight was unknown. The serial number of the ins was updated. No further complications were reported as a result of this event.